Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the bending section, it is possible that the device reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced an air/water or aspiration problem during an unspecified procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, the reported issue was confirmed, due to clogging of the air/water nozzle. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. There was leaking from the bending section cover glue. The angulation on the scope was low. The play on the control knob movement was out of specification. The distal end of the plastic cover had a deep dent. The objective lens cement was peeling. The light guide lens had cement peeling. The bending section cover glue was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.